Event description:
The blood glucose monitoring device base prong was bent. Upon further inspection of the device, reporter alleged there was melting around the contacts. No further information on the alleged incident was provided. A request was made for the return of the suspect device and replacement product was sent.